Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the implant showed the screw heads still locked into the plate. Additional information provided that the patient was non-compliant with the post-operative instructions to wear a brace for stabilization while healing. The patient fall resulted in need for revision of the hardware. The following sections have been updated. B4, e1, h2, h6, h10.

Event description:
It was reported there was a revision surgery due to anthem locking screws that were broken post operatively after patient fall.